Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly : serial number: (B)(4), device available for evaluation: yes, returned to manufacturer - 28-aug-2017, device evaluated by MFR: yes, device MFR date: 14-nov-2014. (B)(4). Two cac adapter's were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device's in relation to the reported event. Failure analysis of the returned device's revealed that the controller ac adapter (B)(4) passed visual examination but failed functional testing due to an open positive wire, one inch away from output connector of the cable's strain relief. The open positive wire occurred when the cable was manipulated. (B)(4) passed both visual and functional testing and performed as expected. As a result, the most likely root cause of the reported event for (B)(4) can be attributed to wear on the strain relief as a result of excessive bending and/or misuse of aggressive force. The usage pattern most likely contributed to the fraying or breaking of the cable wire. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Additional devices for this complaints: heartware® ventricular assist system -- controller ac adapter. (B)(4) - controller ac adapter / catalog number 1425us. Di #: unk. No, not returned to manufacturer. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that two controller ac adapters were not working. Both ac adapters were exchanged. No patient complications have been reported as a result of this event.